Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a right inguinal artery approach. The 90% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. The 2.5mm x 40mm x 145cm sterling es otw balloon was being used to dilate the lesion when it ruptured at 10atms upon the 2nd inflation (1st inflation: 6atms). The procedure was completed with a sterling es mr 2.5x20mm balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).